Manufacturer narrative:
One sample was returned for investigation, however no packaging was returned with the sample. Pictures taken by the customer does not confirm that there is no lot number or expiration date on the package. The lot number and expiration date are on a sticker on the clear side of the packaging. The lot and expiration symbols by the barcode are the placement of the lot and expiration information within the barcode. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
It was reported that bd smartsite gravity pump set was missing information the following information was received by the initial reporter with the following verbatim. It was reported by customer that leaking and missing lot and expiration date information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.